Manufacturer narrative:
(B)(4). Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2017, patient underwent posterior lumbar/thoracic fusion. Reportedly, on an unknown date, post-op, the lock screw unthreaded or detached from the screw tulip. A revision surgery was performed and the products were explanted due to screw rod interface twice. Patient underwent two revision surgeries for the same issue.

Manufacturer narrative:
Additional information: product analysis:visual, optical and microscopic examination of the set screw node identified significant wear, precluding analysis of rod/set screw interface. Unable to determine root cause from the available information due to the as-received condition of the returned implant. If information is provided in the future, a supplemental report will be issued.